Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was bigger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and caused the clog. However, the cause of the material entering and remaining in the device could not be specified. The nozzle was not reported to have been deformed but it was noted that the reprocessing was not performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the gastrointestinal videoscope, there was a poor air supply. There was no patient harm associated with the event. The device was returned and evaluated, and a foreign object was found inside the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; the amount of air/water supply was insufficient due to the nozzle being clogged. There were scratches on the curved rubber adhesive part, the air and water nozzles were clogged, and the draining function was reduced, there was a foreign object inside the nozzle, the bending angle was insufficient due to elongation of the angle wire, scratches were found on the scope connector, dots on the submersion detection sticker 1b were connected and stained, and the flexible tube of the insertion section was crushed. Scratches were found on the operation part, the operation part was checked for backlash, and the following components were also found to have scratches: the switch box, the operation unit cover, the up/down knob, the up/down angle fixing lever, the right/left knob, the grip, the universal cord, the scope connector cover, and right/left angle fixing knob. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.